Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate matter was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from july 04, 2020 - july 07, 2020. H10: the device was received for evaluation. Visual inspection was performed which observed a floating particulate matter inside the fluid path that appeared plastic-like approximately 0.06 in length. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.